Manufacturer narrative:
(B)(4). 9610877-2018-00610.

Event description:
Pentax medical was made aware of a report on 14nov2018. The reported complaint of, "during procedure scope appeared to turn 180 degrees and could not be straightened out. Attempted to very slowly withdraw the scope and it straightened out. At that time found a perforation of the bowel" involving a pentax medical hd video colonoscope model ec-3490li, serial number (B)(4). The "(colonoscope) scope was withdrawn and patient sent to CT scan for confirmation, then returned to surgery for repair." The details of the repair surgery and patient status were not provided. A request was made to gather these additional details on 21nov2018. The colonoscope was returned to pentax medical on 19nov2018. The colonoscope was evaluated prior to any disinfection or repair processes were started and the plant director of repair technologies and materials control coordinator were unable to confirm the customer's experience as the colonoscope was not getting stuck in the j-lock position. The colonoscope was cleaned and disinfected on 20nov2018 and sent for evaluation. The service repair technicians were unable to confirm the customer's complaint of becoming locked and unable to straighten but did identify the following item failure codes: umbilical cable perforation, leak at "unbilical" cable, failed wet and dry leak tests. The investigation is currently pending completion.